Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previously reported event information was extracted from user facility report # (B)(4) which was received on 12jun2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Event information was received under user facility report # (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced complicated stenotrophomonas maltophilia that required surgical incision and drainage. The infection was treated with oral antibiotics and vacuum dressing. Due to the complexity of the infection, the patient was upgraded on the transplant list.